Manufacturer narrative:
Section h10:the cori drill rob10013, sn(B)(6), used during treatment, was returned for evaluation. Nothing was visually identified that contributes to the reported scenario. A functional evaluation was performed. The reported problem was confirmed. A key performance characteristics (kpc) test was attempted but the drill did not respond. Loading the drill attachment and burr was not possible. The rotating collar could not be manually turned. It was noted that the cable was loose and not fastened according to the specification of 90 ft-lbs. The drill was opened for further investigation. The cap for the exposure motor was removed and put on again. Afterwards, a kpc test was performed, and the drill responded. The exposure motor was tested and passed. The rotating collar was disassembled to move it again. The rotating collar is worn out, causing friction when loading the attachment. The drill was reassembled and a kpc test could be performed. It is noted that loading the drill attachment onto the drill was difficult, but it still passed without issue. The rotating collar was replaced and loading and unloading of the attachment worked properly. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause of the reported complaint is a worn rotating collar and an intermittent connection between the exposure motor and its cap. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a cori assisted tka, the real intelligence robotic drill and the ri robotic drill attachment would not match or fit together at all. There was no sound and no sign on the screen, because the connection does not match at the drill. The procedure was stopped and cancelled due to this issue. No patient injury or further impact was reported due to this issue.

Manufacturer narrative:
H10: internal complaint reference (B)(4).